Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user experienced an issue where the screen failed to update when switched drawers during a medication removal. Specifically, after closing drawer 1 and opening drawer 2, the display continued to show information for drawer 1. The user rebooted the station, after which it functioned normally, and they were unable to reproduce the issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended when the field service engineer investigated the device.